Event description:
It was reported that the patient underwent posterior fixation. Ten days post-op the patient underwent revision surgery and wound exploration for metallic artifact (refer to manufacturer report # 1030489200900977). The patient was asymptomatic and did not exhibit signs of fever, wound drainage or elevated white blood count (wbc) prior to wound exploration for metallic foreign body. Peri-operative antibiotics were held until after cultures were obtained at the beginning of the procedure. Surveillance cultures were taken from the lumbar spine to be thorough. No purulence was noted in the wound. Gram stains obtained during the procedure were negative with only rbcs, rare wbcs and no organisms. Final cultures grew out three different organisms each from a separate culture sample (in broth only). Lab results printed with note indicating such growth was due to low concentration of organisms or contamination. Organisms identified in the final culture were staphylococcus aureus, staphylococcus epidermidis, and group d enterococcus faecalis. It is unclear whether this was contamination or an active infection. The onset is unk. The patient was treated with a six week course of IV antibiotics.

Manufacturer narrative:
The product is sold non-sterile. With the available information a cause or contributing factor cannot be identified. The report is being submitted for notification purposes.